Event description:
Alaris pump infusion set has kinked tubing at the base of drip chamber when the tubing is removed from the packaging. The kink is such that it cannot be un- kinked and is not functional. Per report, this is at least the second time this has occurred.